Event description:
It was reported that prior to implant the helix would not extend after 20 turns, finally the helix extended and retracted. The physician decided not to implant the lead and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found.